Manufacturer narrative:
Initial reporter name: (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the level sensor and pumps were defective in an arctic sun device. Please do a preventative maintenance and change level sensor.

Event description:
It was reported that the level sensor and pumps were defective in an arctic sun device. Please do a preventative maintenance and change level sensor. Per additional information received via mail on 07nov2025, device will be repaired in the hospital by crs. Once done, paperwork will be uploaded to smx. Per sample evaluation results on 09dec2025, the circulation and mixing pumps were both replaced.

Manufacturer narrative:
The initial reporter's phone number: (B)(6). The reported issue was confirmed. The root cause of the reported issue is a failed level sensor. The device was evaluated upon receipt. Level sensor is defective. Replaced level sensor. The pumps were defective. The device could be switched on, but it wasn't connected with an original 5-meter bd cable, but with a 3-meter accessory cable. A 2000-hour pm was completed on the device. Replaced circulation and mixing pumps. Replaced power cord. As part of the pm, replaced heater and drain valves. Cleaning, inspection, functional check, water replacement, passed calibration, est, mtk. Device without error. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. Based on the results of the investigation, no additional actions are needed. Corrections: d, f, h. All available UDI information is being provided. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.